Event description:
It was reported that the right atrial (ra) lead dislodged. It was also noted the ra lead had high capture threshold within two weeks after implant and no sensing and no capture. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.